Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee procedure. Approximately 2.5 years post-op, the patient was revised due to loosening of the femur after a soft tissue injury. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 150354 - oss 7cm segmental femoral rt - 705420; 150366 - oss cemented im stem 12x150 - 268820; 00223200418 - cable cerclage cable with crimp 1.8 mm dia. 635 mm length - 64957282; 184784 - series a pat thn 31 3 peg - 339190; 161043 - oss non-mod tib plate long 71 - 658840; 150410 - oss tibial poly bearing 12mm - 050800; 150476 - oss poly tibial bushing - 173220; 150493 - oss reinforced yoke - 688150; 150477 - oss poly femoral bushings - 330920; 150478 - oss poly lock pin - 025020; 150480 - oss axle - 911840. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-03040; 0001825034-2023-03042.